Manufacturer narrative:
The t:slim x2 pump user guide states: if you select change cartridge from the load menu but do not complete the process within 3 minutes, the fill tubing alert occurs. Tap close to return to the screen you were on prior to the alert, and complete the tube filling process. Additionally, the t:slim x2 pump user guide states: if you select change cartridge from the load menu but do not complete the process within 3 minutes, the incomplete cartridge change alert occurs. Tap close to return to the screen you were on prior to the alert, and complete the cartridge change process. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a valid incomplete fill tubing alert and incomplete cartridge change alert. Reportedly, the customer had continued the load process for longer than 3 minutes. The customer's blood glucose level was 557 mg/dl. The customer delivered a bolus via the pump. During follow up with tandem technical support, it was confirmed that the customer's blood glucose level had lowered to 429 mg/dl and was continuing to decline. The customer declined further follow up.